Event description:
Ordered and received a so called n 95 mask from company stability pro - (B)(4) based. The product came in a cellophane bag without any label, precautions, instructions for use or other info regarding product or materials etc. Mask is clearly a counterfeit. Made of neoprene, fumes enough to cause cough. One paper mask liner and side filters holders without filters. Advertised product said would come with filters. Cost was (B)(6). They do not respond to email. No testing. Was not made available. FDA safety report ID# (B)(4).